Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had trouble with calibrating their sensor. The customer stated their sensor glucose was 132 mg/dl, but their blood glucose was 441 mg/dl. Customer treated their blood glucose with a manual injection. Customer's blood glucose declined to 269 mg/dl, but was still not able to calibrate. Troubleshooting also found a lump in the sensor cannula. The customer agreed to return the sensor for analysis.